Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of extra-large volume infusors underinfused during infusion. The pumps did not flow or stopped flowing before they were empty. All the prescribed quantity was not received. The device contained ropivacaine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date^: the event occurred in an unspecified date of november, 2024. Should additional relevant information become available, a supplemental report will be submitted.